Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a device replacement procedure was performed due to normal battery depletion (t175 sn (B)(4)). Measurements obtained prior to the procedure were all within normal range with that device. After this device was connected to the right ventricular lead, high out of range shock impedance measurements were obtained despite several attempts and configuration changes. When this device was disconnected, normal shock impedance measurements were obtained. After the device was reconnected, similar high out of range measurements were obtained. A decision was made to replace this device. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
- -